Manufacturer narrative:
Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and high rate non-sustained ventricular tachycardia (vt) episodes on the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.